Event description:
The pt's sys was explanted due to migration of the leads to the surface of the skin.

Manufacturer narrative:
The explanted prods were discarded by the medical facility and will not be returned for eval.